Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. During the follow up, the clinician was unable to interrogate the pacemaker using radiofrequency (rf) telemetry. The patient was asymptomatic at this time. The clinician then performed a device download to restore rf function. The device went into backup vvi operation per normal operation and the patient felt the vvi pacing. After the download was completed, the device was restored to normal programming which caused the patient to experience pacemaker syndrome. Rf interrogation was re-established and the clinician continued to monitor the capture threshold and sensing.